Event description:
This report is to advise of skiving found during analysis. During the af procedure, the atrial septal puncture needle was unable to pass through. After replacing the sheath with a new one, the procedure proceeded smoothly without causing any adverse consequences to the patient. The stylet was used and the needle was reshaped.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model 406849) is an ous configuration not available in the us and is therefore not referenced in the gudid database.one 8.5f fast-cath introducer sheath and dilator were received for evaluation. The guidewire assembly was also returned. The reported event of needle insertion difficulty was confirmed. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise, and a build-up of skived material was noted at the distal end of the dilator. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Brk needle instructions for use (IFU) states, ¿do not alter this device in any way.¿ the cause of the skiving is consistent with not following the instructions for use.